Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: red particles on the surface shell. Opening. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "rupture".

Event description:
Patient reported "rupture" against the right side device. Healthcare professional reported "severely damaged" implant and "multiple mammary benign neoplasms (right)¿ and "proton tumors." Neoplasms and tumors were deemed not to be device-related. Device was explanted.